Event description:
The customer reported an issue with the time settings on their pumping device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies. The customer understood and acknowledged the advice.